Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) system experienced syncope secondary to oversensing on the endotak lead. Two different icds along with a new lead were attempted implants, yet the oversensing issue persisted.